Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was visually observed at the connection of the critline blood chamber and the dialyzer. The critline blood chamber was tightened as soon as the leak was visible. Estimated blood loss was less than 10 ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. The sample has been discarded. The facility was unable to provide patient information or product lot number.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.